Manufacturer narrative:
Retainer ring=black. Customer complained on (B)(6) 2021 the pump alarmed pump error 4 and pump error 53. Pump passed self test and displacement test. Unit successfully downloaded to thus. No pump error 4 or pump error 53 alarms noted during testing. However, the formatted history file confirmed pump error 4 on 9/11/2021 10:00:11 am and pump error 53 alarm (line number 18354 file number 49) on 9/11/2021 10:00:13 am, problem isolated to the electronic assembly as per global logic analysis (esf2658998). The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. No pump error 4 or pump error 53 alarms noted during testing. However, the formatted history file confirmed pump error 53 alarm (line number 18354 file number 49), problem isolated to the electronic assembly. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.